Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿clinical adverse event received for a knee revision has been reported with potential removal of depuy components". Lot: 4473386. Manufacturing date: 28 may 24. Expiry date: 30 apr 2026. Quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time. There are no non-conformances associated with this lot. The samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 4473386. Dough time: 02 min 56s (spec: 5 min 00s max). Mix characteristics: soft. Setting time: 11 min 19s (spec: 9 min to 13 min 30s). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: ms-039 master specification: smartset gmv gentamicin bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were ident.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A1: (B)(6). G4: dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for revision ¿ aseptic loosening. Device and procedure (relatedness): device related: no information provided. Procedure related: no information provided. Date of event: no information provided. Date of implant: no information provided. Date of revision: (B)(6) 2025. Device location: right. Treatment/impact: revision, anesthesia regional (spinal, epidural). Depuy synthes products used: catalog number: 152020706. Lot number: m59r71. Component type: insert. Description: attune right medial stabilized insert size 7 6mm. Catalog number: 545050501. Lot number: 4473386. Component type: cement. Description: smartset cement with gentamicin 40g. Catalog number: 151404150. Lot number: 4112124. Component type: cone. Description: revision concentric cone large. Catalog number: 151404150. Lot number: 4112124. Component type: cone. Description: revision concentric cone large.